Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during excision of sarcoma right groin and right orchidectomy with reconstruction open procedure, the electrode had faulty diathermy protected tip plastic and fell apart inside the cavity of the patient during use in the open operative site and could have resulted in a retained item as the scrub nurse saw and noticed it and was retrieved by the surgeon after being informed that it had fallen in. X-ray- was not necessary to locate the component or confirming that all pieces- were located. It did not cause harm to the patient. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. The device was a single-use device that was not reprocessed and reusedon a patient. There was no tissue damage as a result of this problem. There was no blood loss. The incision was not extended due to the product problem. There will be no additional operation perform to correct the issue. The patient did not undergone chemotherapyor radiation treatments. There was no patient injury.